Event description:
The sales rep has reported that the patient was a (B)(6) female having dhs surgery on her left hip. The customer is concerned with the wire strength and subsequent bending. The sales rep reported on behalf of the customer, that during surgery the guide wire was allegedly not gripping and bending in the handpiece. The drills and handpiece were swapped but the same outcome was reportedly experienced. This caused a 15-20 minutes delay to surgery. A second guide wire was opened but the same reported result was witnessed. The surgery was completed successfully by using an alternate guide wire.

Manufacturer narrative:
The reported incident that guide pin cocr, threaded tip omega ø2.8mmx230mm was alleged of issue (B)(4) (unexpected bending during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. The complaint history review shows: the product experience reporting database for the reference(s) (B)(4) indicates from 2005 to 19 february 2016 that (B)(4) complaints ((B)(4)) have been reported. (B)(4).

Event description:
The sales rep has reported that the patient was a (B)(6) female having dhs surgery on her left hip. The customer is concerned with the wire strength and subsequent bending. The sales rep reported on behalf of the customer, that during surgery the guide wire was allegedly not gripping and bending in the handpiece. The drills and handpiece were swapped but the same outcome was reportedly experienced. This caused a 15-20 minutes delay to surgery. A second guide wire was opened but the same reported result was witnessed. The surgery was completed successfully by using an alternate guide wire.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.